Event description:
Pt found pulseless, cyanotic, non-responsive. Mechanical ventilator alarming high pressure. Therapist removed hme filter from circuit-filter; clean and dry. Pt's condition immediately improved and returned to stable condition.